Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no additional diagnostics were performed. No malfunctions were seen. The patient was seen at a follow-up appointment and was doing well and receiving therapy.

Event description:
It was reported that the patient was implanted (B)(6) 2013. The implant went well with good impedances. The patient didn't have therapeutic effect, and post-discharge impedances over 10,000 ohms were seen on contacts 0, 1, 4, 6, and 7. The patient was programmed to use contacts 2 and 5 and was getting stimulation with those. Contacts 8-15 looked fine. The manufacturer representative planned to monitor the patient and check the impedances again in two weeks. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further follow up information confirmed that the patient was able to get reprogrammed at the last office visit and received therapy coverage.

Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).24